Manufacturer narrative:
This medwatch report is for the suspect device used in the compact plus system (lot number 20727545, expiration date 12/31/2011). (B)(6).

Event description:
Customer reportedly received result of 57 mg/dl on the compact plus system and result of 97 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.